Event description:
Information from ae regulatory system: during use, they found the cannula was clogged and replace the needle with a new one immediately. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists, no supplementary information. No material code or lot number information. No photos, no sample, no customer response is needed. Sample availability: no sample availability details: no sample available.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.